Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that all contacts on the paddle lead had high impedance. As a result, the lead and ipg were both replaced. Therapy was confirmed post-op.